Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead following the administration of external high voltage therapy to reduce atrial fibrillation. Diagnostic imaging was performed and no anomaly was observed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.